Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4), revealed an overinfusion anomaly and an insufficient pump tube occlusion in the pumphead as well as a deformed pump tube in the pumphead. Dispense testing showed an atypical 300 ul/day graph, further dispense accuracy testing showed that the over infusion was repeatable. An x-ray was taken to show roller position before the stop pump testing was to proceed. The purpose of this test was to rotate the pump head enough to release a spurt. At that time, the pump was programmed to stop thus stopping the pump head from rotating and stop infusion. At the stop position there should have been no dispensing of fluid. Stop pump test 3 showed that even though the pump was programmed to stop fluid was still flowing. This was an indication that fluid was leaking past remaining rollers that were compressing the pump tube. Upon destructive analysis it was discovered that the pump tube had been discolored, hardened with loss of elasticity. It was confirmed that in specific orientation of the pump head the pump head was not fully occluding the pump tube. This allowed fluid to bypass the roller, leading to the over infusion. A combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube. Analysis of the 8709 catheter, revealed a broken catheter body related to user actions.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information was received; progress notes and telemetry strips were provided with dates ranging from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012 the patient presented for interrogation, analysis, reprograming and refill of the device. It was noted at that the time that the patient had been recently hospitalized for an acute sacral fracture with intermittent right leg numbness. The patient had slow progress after going home with physician therapy and leg strengthening. The patient's back pain had improved it was noted. The patient's pain on a zero to ten with ten being the worst pain scale was rated at a six out of ten. Pain characteristics that day consisted of aching and throbbing. The pain caused moderate interference to the patient's activities of daily living, range of motion and mobility. It was unclear what the pain was related to. The refill occurred that day with no complications. The patient's medication list was also provided; she was prescribed amitriptyline hcl, imitrex, lexapro, lisinopril, simvastatin, toprol, zantac, lidoderm and aspercream. The following day however, on (B)(6) 2012, an urgent reevaluation occurred. The patient's chief complaint was altered mental status and low blood pressure. On the morning of (B)(6) 2012, the patient apparently got up but was confused and had sudden deterioration of her mental status. Her son, her caregiver, found her to be rapidly more and more confused. He checked her blood pressure and found it to be 70/40 and brought her urgently to the office with no appointment although he was advised to take her to the ER (emergency room). Since the son arrived at the managing pump health care provider (hcp) office, the hcp immediately brought her in and evaluated her and found her to be poorly communicative, pale, lethargic and with an altered mental status. The patient's blood pressure was found again to be in the 70/40 range and 911 paramedics were called immediately. At that time, the pump was delivering sufentanil 400mcg/ml at 70mcg per day, baclofen 400 mcg/ml at 70 mcg per day, bupivacaine 30mg/ml at 5.2mg per day and clonidine 800 mcg/ml at 140mcg per day. Upon physical examination at the hcp's office, the patients' blood pressure was 85/45, her pulse was 75 beats per minute, respirations were 16 per minute and pulse oximetry was 89%. It was noted the patient was ashen and gray and lethargic. The patient was in a wheelchair, was then placed in a supine position on the office table and her legs were evaluated. There were no abnormal neurological findings other than her mental status. Her pump pocket appeared to be without any evidence of a hematoma or seroma. Paramedics then arrived and an IV (intravenous) was started. Prior to departure to the ER, the patient's pump was interrogated. It revealed she was still receiving 70mcg of fentanyl per day with no changes. Her reservoir volume at that time was 19.8ml. The pump's daily dose was turned down to 35mcg of sufentanil per day. The hcp noted the patient had acute alteration of mental status with hypotension and respiratory depression. It was noted "this could either be stroke or overdose of pain medications, either oral or intrathecal. She will be evaluated in the hospital for monitoring and reversal of her altered mental status and to rule out a stroke or medication overdose. Telemetry strips from (B)(6) 2012 were then provided. The patient's dose at that time remained reduced; she was receiving 35mcg/day of sufentanil, 35mcg/day of baclofen, 2.629mg/day of bupivacaine and 70mcg/day of clonidine. Per a one week post operation follow up visit note, the pump and catheter were revised on (B)(6) 2012. She was admitted to the hospital and had her pump revised after. There was a "pump leak or defect" and intraoperatively there was also a transection or disruption of the catheter. Both the pump and catheter was removed and replaced. A one week post-operative visit occurred on (B)(6) 2012 at which time the patient's diagnoses list included alteration of consciousness and "malfunction intrathecal pump".

Manufacturer narrative:
This device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter ((B)(6)2014).

Event description:
An overdose following a refill session on (B)(6) 2012 with "compounded drug" was reported; patient was hospitalized the next day. The patient was taken to the or to have the "pocket rinsed." Physician accessed the pump and 17ml was aspirated from reservoir. The pump was accessed again on the night of (B)(6) 2012 and the physician reportedly aspirated 15ml. Flow rate/drug information unknown. A pump replacement was indicated to be performed on (B)(6) 2012 due to the "pump battery being 6 years, and current event." Reporter was unaware of any history of volume discrepancies with the pump. Drugs delivered via the device were sufentanil, clonidine, bupivacaine, compounded baclofen. It was later reported that patient had experienced lethargy and was hypotensive. Patient responded to narcan. They had expected the pump reservoir volume to be 19 ml and they aspirated 17 ml, 24 hrs. After refill procedure. It was further added that patient had a bad fall resulting in compression fractures, which could be the reason for volume discrepancy. The pump and catheter were replaced. The catheter was broken in several places and the physician felt this was from the compression fractures. The patient was doing well and receiving effective therapy following replacement. It was stated that during the "rinse" the pump pocket was not opened.

Manufacturer narrative:
Catheter model: 8709, serial # unk, implanted: unk, explanted: (B)(6) 2012.